Manufacturer narrative:
Device evaluation/analysis the returned device was found to be representative of current mfg product and exhibited normal flow/pressure characteristics when tested. This is in agreement with the observation of the ICU chief, who tested the device with a reservoir bag 10-12 hours after the investigation. In the firm's opinion, the returned device had not malfunctioned in any way and did not contribute to the pt's death. Furthermore, the medical examiner, has verbally informed representatives of the firm that the pt had myocardial infarction of the wall of the left ventricle and that the device did not contribute to the pt's death. Additionl info: co has wretten to the pathologist for additional info and to confirm co's statement, but have not received a response. Unless substantially significant info becomes available, this constitutes a final report.

Event description:
It was reported that a pt with copd was admitted to the hospital's emergency dept due to hyponatraemia and loss of consciousness. The pt was connected to a imv-bird ventilator. A pall bb25 device was present at the pt end. Ventolin and atrovent were nebulized to the pt. Ten (10) minutes after nebulization it was noticed that the pt was cyanotic. Attention was drawn to the fact that the pt's chest was not moving in response to the ventilator. Attempts to resusciate the pt were unsuccessful. The pt expired.